Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon visual inspection of the complaint device it can be seen that we have received the article in an open condition and stuck on the impactor. Furthermore, the received device shows dents and scratches, as well some color fading from use all over the surface of the part. A functional test is not possible, as we are not able to separate the blade from the impactor, this thus confirming the complaint description. The complaint relevant dimensions cannot be checked for dimensional accuracy, as the blade is stuck on the impactor, as mentioned before. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place and/or that excessive force led to this damage.. To prevent such problems, it is necessary to operate according to the technique guide based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 04.027.053s, lot: 1l97907, manufacturing site: bettlach, release to warehouse date: 23.oct.2018, expiry date: 01.oct.2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femoral trochanteric fracture with the buttress compression nut, the protection sleeve, the impactor and the pfna-ii blade in question. When the surgeon tried to assemble the devices, he had difficulty. The surgeon could assemble the devices forcefully, but he could not disassemble them. Because the hospital had the same devices, the surgery was completed successfully by using them instead. There was no surgical delay. No further information is available. This report is for one (1) pfna-ii blade l90 tan. This is report 4 of 4 for complaint (B)(4).